Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported to a company representative that he experienced a leaking trocar after scleral insertion during a vitreous-retinal procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
One opened 23 ga trocar hub/cannula assembly was received. It was visually inspected and it was found to be conforming. For this complaint file, the final customer lot was identified. The device history record review indicated the product was released in accordance with all product acceptance criteria. Although the returned sample for this complaint were conforming, a root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft and this complaint reported lot included an affected manufacturing lot. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Event description:
An ophthalmic surgeon reported to a company representative that he experience a leaking trocar after scleral insertion during a vitreous-retinal procedure. The procedure was completed with no harm to the patient.